Manufacturer narrative:
The damage found was sustained during procedure. The pacemaker was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15534. It was reported that during a generator change procedure where the device's battery had completely depleted, the atrial lead was unable to be disconnected from the device's header. Multiple attempts to unscrew the lead were made, but the lead could not be removed. The lead was capped on 9 oct 2019. The patient was in atrial fibrillation and so only the right ventricular lead was used. The patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.